Event description:
A small amount of blood was noted at the catheter insertion site after the case was completed. Several hours later when the pt changed positions, profuse bleeding started from the catheter sites. The bleeding was stopped with sutures. Pt did not require further surgery. Fill volume 450 ml.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. Without the actual product, no determination can be made as to what may have occurred. A review of the lot history showed no other complaints for bleeding this lot. The device history record was reviewed for the lot reported, and all met specifications. If add'l info that is pertinent to this event becomes available, I-flow will submit a follow-up report.